Manufacturer narrative:
No x-rays, scans, pictures, or physician's reports were provided. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event; reference report 0001032347-2017-00423.

Event description:
The patient reported "her jaw has sunk in on implant side (deep crease) because surgeon didn't put enough tissue in to fill the gap. The surgeon said he could fix it, however she states it's too expensive. Her jaw also gets numb sometimes and she has occasional pain under her eyes on the jaw side." More information was sought but has not been received at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following section was corrected: device expiration date was corrected from jun 1, 2018 to dec 1, 2015. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00423-2.

Event description:
The patient provided an update. She reported when she chews while her dentures are in, she notices that her jaw drops down to the right and makes her face look uneven. She says she is not sure if this is because of her gums. She adds that she still has a numb feeling and she cannot open her mouth wide enough to eat a banana. It feels like her jaw is "locked in position." She did receive new dentures after receiving the implants which adds to her mouth opening limitations. Patient advises she has not seen or told any medical professional about her experience. She intends to get new dentures that fit better. She stated these symptoms started a good while ago. No additional patient consequences were reported.

Manufacturer narrative:
This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00423.

Event description:
The patient provided additional information: the patient states she occasionally has pain and numbness in her jaw; however she stated it is not bad and does not bother her. She has not seen her doctor and does not plan to. She is currently not taking any prescriptions or over the counter medication for the pain or numbness in her jaw.